Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that the device sparked and caused the ceramic plate to burn. Additionally, the unit began displaying a "service needed" error code. During the incident, the customer experienced an electric shock, and flames were seen coming from the unit, which subsequently caught on fire related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. During investigation the manufacturer observed an unknown contaminant was observed on the top enclosure, front panel, bottom enclosure, on the blower, inside the blower, blower box, and on the blower seal. Evidence of liquid ingress was observed on the blower and blower box. Keratin-like substance was observed around the blower box outlet. Evidence of sound foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer concludes that they were not able to confirm the customer complaint or directly address the patients' symptoms and there was evidence of sound abatement foam degradation.